Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. Reprogramming did not resolve the issue. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
A case of ineffective stimulation was reported to abbott. No devices were returned for evaluation and the patient has no further intervention planned. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.